Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that x-ray shows the right atrial (ra) lead had dislodged and was found to have no capture. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.